Event description:
The clinician reports the implant was inserted (B)(6) 2021 in ada 22. On (B)(6) 2021, loss of osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: infection, peri-implantitis and pain. No further patient complications were reported.